Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose levels of 27.6 mmol/l due to bent cannula. The customer reported that she has some reactions to some tapes ad got a very bad infection. Troubleshooting was not performed. The customer was advised to use the longer needle. Infusion set is expected to return for analysis.